Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing on an atrial tachy response episode. Technical services (ts) was consulted and confirmed the undersensing, further noting that the p waves measured between 0.2 and 0.3 millivolts with the automatic gain control set to 0.15 millivolts. Ts stated the device is as sensitive as it can be, and the patients rhythm appears to be sinus based. No adverse patient effects were reported. This ra lead remains in service.